Manufacturer narrative:
Section b7: corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the report of bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿ outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had increased bleeding during their menstrual cycling while on anticoagulation. The bleeding coincided with the patient's menstrual cycle. It was noted that the patient experienced frequent anemia due to menstrual bleeding. The patient had chronic iron deficiency anemia and had been treated with oral iron supplements and intravenous ferinject (ferric carboxymaltose) injections. The cause of the bleeding was due to complexity of medical management. The patient was transfused with less than 4 units of concentrated red blood cells on (B)(6) 2024. Laboratory tests were performed on (B)(6) 2024. The patient was noted to be on warfarin and aspirin at the time of the event. The bleeding was not device related. The patient's menstrual cycle was to be managed with hormone medication if they continued to experience frequent symptomatic anemia that required blood transfusions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had increased menstrual bleeding while on anticoagulation. The cause of the bleeding was due to complexity of medical management. The patient was transfused with less than 4 units of concentrated red blood cells on (B)(6) 2024. Laboratory tests were performed on (B)(6) 2024. The patient's prothrombin time was 2.1 international units (iu). Active partial thromboplastic time (aptt) was 44 seconds and platelet count was 27000 per microliter. The patient was given warfarin and aspirin. The bleeding was not device related.